Event description:
Customer reports to have experienced keypad anomaly. Customer states while attempting to delivery a bolus shot, the down arrow button was not functioning and the display screen was cycling. Customer's blood glucose was 127 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump down arrow button did not respond due to flattened button dome switch. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).